Event description:
It was reported that the user paused the ilet pump and did not use alternate therapy, which coincided with loss of cgm connectivity and no glucose data for approximately two days, after which the user experienced a highest reported glucose of 401 mg/dl; no device component was implicated. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.